Event description:
Pain around the implanted pulse generator (ipg) was reported. The date of onset was (B)(6) 2012 and the date of resolution was (B)(6) 2012. Interventions included antibiotic therapy and hospitalization. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).